Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead (rv) exhibited over-sensed noise on the rv channel. A technical service (ts) consultant reviewed the available device data and recommended programming to change the sensitivity settings from 0.6 mv to 1.5 mv. Ts advised some of the noise on the rv channel seem to be myopotentials related, and only appear when the patient is taking a deep breath. There was no pacing inhibition reported, and no out of range measurements reported. Ts recommended lead integrity testing. The device remains implanted. No adverse patient effects were reported. Additional information was received, programming changes were made to decrease the sensitivity to 1.0 mv. Deep breathing tested was completed, and no over sensing occurred. The patient was discharged home with a holter monitor and will follow up in approximately one month.